Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received.

Event description:
It was reported that the patient's ipg was protruding after weight loss. Surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was repositioned. Effective therapy was established postoperatively.

Manufacturer narrative:
The device was not returned for evaluation as it remains implanted and functioning as intended. Based on the information received, the cause of the reported issue was determined not to be product related.